Event description:
It was reported that the surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens, but the lens was explanted at a later date due to an anterior subcapsular opacity having developed. Additional information has been requested from the facility, but to date, no more information has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.